Manufacturer narrative:
[(B)(4)].

Event description:
On (B)(6) 2017, the ICD platinium dr1510, serial number (s/n) (B)(4) was tried to be implanted with the leads volta 1cr65 and beflex rf45d. The subject programmer (s/n (B)(4)) was used with the head cpr3, s/n (B)(4) and o+link, s/n (B)(4). Once implanted and inside the pocket (pocket was already sewed - we were in the final steps of the implant), the following issues appeared: sudden loss of rf communication during the impedance and continuity tests. Only the rf link led (on/off led on the left) blinked. Then the inductive telemetry was tried with the programmer head but unsuccessfully. Led of the inductive head were off indicating absence of telemetry. The following was performed, but the inductive programmer head leds did not switch on in any case: o programmer session closed - unsuccessful. O programmer restart unsuccessful. O the programmer head was replaced by another one (s/n (B)(4)) and the interrogation was performed without problems with another platinium dr 1510 (s/n (B)(4)), with the same programmer (B)(4). O after that, the interrogation was attempted again with the implanted platinium dr1510, s/n (B)(4), but again the interrogation was not possible with the new head (B)(4). O then again the interrogation of the implanted platinium dr1510, s/n (B)(4), was performed in inductive with another programmer and again it was not possible the communication. Finally the physician decided to replace the platinium dr1510, s/n (B)(4), by another platinium dr1510, s/n (B)(4), working properly. Another programmer, s/n (B)(4) with cpr3, s/n (B)(4), were used during the implant procedure. The o+link was not used. Once explanted, the physician placed a cpr3 head upon the platinium dr1510, s/n (B)(4) but no leds switched on above the explanted device. The sales representative noticed that the o+link, s/n (B)(4), was broken. We have available to return you for the analysis the platinium dr 1510, s/n (B)(4) (no washed), the o+link, s/n (B)(4), the programmer orchestra plus, s/n (B)(4), and cpr3, s/n (B)(4).

Event description:
On (B)(6) 2017, the ICD platinium dr1510, serial number (s/n) (B)(4), was tried to be implanted with the leads volta 1cr65 and beflex rf45d. The subject programmer (s/n (B)(4)) was used with the head cpr3, s/n (B)(4)and o+link, s/n (B)(4). Once implanted and inside the pocket (pocket was already sewed - we were in the final steps of the implant), the following issues appeared: sudden loss of rf communication during the impedance and continuity tests. Only the rf link led (on/off led on the left) blinked. Then the inductive telemetry was tried with the programmer head but unsuccessfully. Led of the inductive head were off indicating absence of telemetry. The following was performed, but the inductive programmer head leds did not switch on in any case: programmer session closed - unsuccessful. Programmer restart unsuccessful. The programmer head was replaced by another one (s/n (B)(4)) and the interrogation was performed without problems with another platinium dr 1510 (s/n (B)(4)), with the same programmer (B)(4). After that, the interrogation was attempted again with the implanted platinium dr1510, s/n (B)(4), but again the interrogation was not possible with the new head (B)(4). Then again the interrogation of the implanted platinium dr1510, s/n (B)(4), was performed in inductive with another programmer and again it was not possible the communication. Finally the physician decided to replace the platinium dr1510, s/n (B)(4), by another platinium dr1510, s/n (B)(4), working properly. Another programmer, s/n (B)(4) with cpr3, s/n (B)(4), were used during the implant procedure. The o+link was not used. Once explanted, the physician placed a cpr3 head upon the platinium dr1510, s/n (B)(4) but no leds switched on above the explanted device. The sales representative noticed that the o+link, s/n (B)(4), was broken (attached picture). We have available to return you for the analysis the platinium dr 1510, s/n (B)(4) (no washed), the o+link, s/n (B)(4), the programmer orchestra plus, s/n (B)(4), and cpr3, s/n (B)(4).